Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the bolus button was found to be unresponsive. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the bolus button was found to be unresponsive. The button cover was removed and contamination was observed on the button. Unrelated to the event the keypad was found to be peeling and the keypad buttons were found to be intermittently responding. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).